Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported . (B)(4). A portion of the sensor wire was returned. Visual analysis of the device revealed that a sensor wire's fragment was stuck inside the contour stent. After the fragment was removed, the distal tip was highly twisted as well as the coil wire was stretched and broken. The ptfe coating was peeled and there was no evidence of a corewire inside sensor wire with the available information, boston scientific concludes that the reported sensor wire coil wire was broken. Based on the condition of the returned device, engineers determined that the failure modes observed have been caused due to interaction of the sensor wire with the contour stent. This interaction could have been caused when the physician felt that the guidewire was stuck inside the contour stent. Excess force removing the sensor wire could cause the coil wire to stretch and break as well as the ptfe coating to peel. In addition, to the fact there was no corewire inside the sensor wire this also could have happened when trying to remove the sensor wire when it was stuck inside the stent. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a sensor wire and contour stent were used during stent placement procedure. The procedure date is unknown. During preparation, the physician tied an additional knot in the suture. The suture tore through the stent and the suture broke. There were no patient complications reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation results: coilwire was broken.